Manufacturer narrative:
The complainant was unable to provide the suspect device lot number, therefore the lot expiration and device manufacture dates are unknown. (B)(4). The device was not received for analysis. If the device is received, upon receipt and completion of failure analysis of the complaint device, is there is any further relevant information from the review then a supplement report will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. According to the complainant, during scope inspection, the bristles from the brush were found inside the working channel of the scope. It was not reported how the bristles were removed. Boston scientific has been unable to obtain additional information regarding this event to date, despite good faith efforts.